Manufacturer narrative:
Twenty-three (23) samples were received for evaluation. Fourteen (14) of the samples were received in sealed packaging. Visual inspection of the fill port tubing for all 23 bags revealed a hole where the non-reopening clamp attaches to the tubing. Microscopic inspection revealed that the tabs on all the clamps were damaged or broken off. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamp of twenty-three (23) 4000ml eva tpn bags had made a hole in the fill port tubing. This was noted when examining the bags before use. There was no patient involvement. No additional information is available.